Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for 4 patient samples. Of the data provided, two thyrotropin (tsh) results were erroneous. For the first sample, the original result was 0.169 uiu/ml on this e602 and the repeat results were 3.41 uiu/ml and 3.51 uiu/ml on a second e602 (serial number unknown). The second sample originally had a result of 0.293 uiu/ml on this e602 and the repeat test results were 1.78 uiu/ml and 1.84 uiu/ml on a second e602. The customer deemed the repeat results from the second e602 to be the correct results for both samples. There was no adverse event. The lot number for tsh is 12443301 with an expiration date of 08/31/2016. The field service representative found air in the clean/procell lines. All related tubing was checked and all of the fluidics connections were reseated. It was determined that the root cause was leakage in the procell path.